Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. E1 updated customer information. Corrected e1.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they have moderate to advanced periodontal disease and was recommended to a specialist. They were informed that this began with the byte treatment. This is a contraindicated patient for veneers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.